Manufacturer narrative:
(B)(4). Batch # r94x2h. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device lot r94x2h number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94x2h number, and no non-conformances were identified.

Event description:
It was reported during a laparoscopic cholecystectomy the clips were scissoring. One of the clips scissored across a vessel. A second like device was pulled and used to clip and secure the vessel. The second device also started scissoring clips. The procedure was completed with a third like device with no patient consequences reported.